Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump replaced due the pump sticking since day 1 with activation in physician's office.

Manufacturer narrative:
Device evaluation the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test . The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump in resulting sticky and mechanical issue. Therefore, product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen as the reported events relating to difficulty with the pump could be traced to a component failure through product investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump replaced due the pump sticking since day 1 with activation in physician's office.